Event description:
Guidant received information that this chronic ventricular implantable lead was capped after numerous unsuccessful attempts to convert induced arrhythmias at a device changeout procedure. Additional information was received that the high defibrillation thresholds were thought to be due to lead dislodgement.